Manufacturer narrative:
Inspected 1 random opened/used sensor and performed visual inspection and found insertion needle bent inside the sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer did not mention any information about treatment related to low blood glucose. Customer also stated that blood at site. Customer also stated that sensor had inaccurate readings that triggered threshold suspend alarm. Sensor glucose value that triggered the suspend on low/suspend before low event was 155mg/dl and low limit in sensor settings was 70 mg/dl and blood glucose associated with the triggered suspend event was 40 mg/dl. Insulin delivery was suspended due to sg vs bg difference. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump and sensor will be returned for analysis.